Event description:
It was reported that device powered off by itself while monitoring a pt. The nurse was able to get device to power on again and continued to monitor pt.

Manufacturer narrative:
Physio-control evaluated the device and could not verify the reported failure. Physio replaced the battery pin connectors and observed proper device operation through functional and performance testing. The device was returned to the customer for use.